Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving compounded baclofen 4000 mcg/ml 275 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2017. It was reported the patient experienced a sudden change in therapy. The patient has had two episodes where patient's father felt he might be getting to much drug. It occurred 1-2 weeks before the patient¿s last refill which was on (B)(6) 2017. The second occurred after the refill. The patient was looser, drooping more and not as communicative. The pump volumes were checked which matched. The hcp had been decreasing the dose and had decreased it approximately 35 percent. The patient has not shown any effect and had no increase in spasticity. The hcp considered aspirating from the catheter access port (cap) and check the reservoir volume earlier in the refill cycle, and/or change to branded drug but so far has been decreasing the drug regularly. The hcp did not think the patient's symptoms may be pump-related and may be some type of metabolic issue. It was unknown whether the issue was system-related. It was unknown at this point if the symptoms were drug-related. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jun-14. The troubleshooting performed was a full evaluation of the pump. The dosage was decreased without improvement and the drug was replaced. The actions/interventions taken included a dosage decreases on multiple dates and the residual pump volume was always as expected. The cause of the patient symptoms was stated as a suspected neurologic other. It was stated that despite decreasing by 50% from the prior long term dosing, the symptoms persisted. The patient¿s weight was stated as less than (B)(6).